Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, and the patient was hospitalized until a replacement interval was provided. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced. It was also reported that the patient reported several episodes of dizziness approximately 1.5 months ago. Ts recommended non-invasive lead troubleshooting, which was unremarkable, noting that additional lead evaluation can be done at time of device replacement. No additional adverse patient effects were reported.